Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the associated right ventricular (rv) lead and right atrial (ra) lead fused together causing an insulation break around the clavicle. The physician suspected this was most likely due to clavicular crush. As a result, the associated rv and ra leads were explanted. There was no allegation against this implantable cardioverter defibrillator (ICD), but the decision was made to explant the device during the lead replacement procedure. No adverse patient effects were reported related to the ICD.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected low out of range pacing impedances of less than 200 ohms in the right ventricle (rv). Technical services reviewed device data and noted there was an episode where both cross-talk (atrial event sensed by ventricular channel) and farfield sensing (ventricular event sensed by the atrial channel) occurred. As a result, no therapy was delivered. The patient had a good underlying rhythm, however, so no asystole occurred. The representative noted the noise on the rv channel could be reproduced. A potential lead revision was to be discussed with the physician. At this time, no further actions were taken. This ICD remains in service and there were no adverse patient effects reported.